Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to a pinhole on the universal cord. The device evaluation found that residual liquid or foreign material was coming out of the forceps channel. The cleaning, disinfection, and sterilization (cds) was not performed by the customer before the device was returned to olympus for repair. Additional findings include the following: the adhesive around the light guide lens was peeled / had a white-clouded area, the adhesives around the objective lens had a white-clouded area, the scope connector was deformed, the universal cord had a wrinkle, the adhesive on the bending section cover had a white-clouded area / crack / chip, the play of the up / down knob was out of the standard value due to wear of the angle wire, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the channel cleaning brush could not be inserted smoothly due to a dent on the channel tube. The following findings had a scratch: the protector of the universal cord on the scope connector side, image guide protector, plastic distal end cover, universal cord, and the connecting tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite colonovideoscope had water leakage from the oredome part. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: residual liquid or foreign material was coming out of the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Corrected data: d9 (the date returned to manufacturer was inadvertently omitted from the initial report). Per additional information from the customer, reprocessing failed to be practiced in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the instrument channel could not be identified. However, it¿s likely deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual of gif/cf/pcf-290 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual of gif/cf/pcf-290 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.